Event description:
Alcon's contact lens clear care cleaning & disinfecting solution over flows every time I use it to clean my scleral contacts. After the bubbling stops, a lot of air bubbles are left in the solution and on the contacts. I already contacted alcon, but they dismissed my call.